Event description:
Report received via 3rd party lawsuit alleges defective and unsafe sodium chloride pre-filled flush syringes used during the year 2002 and 2003 caused the plaintiff to suffer from severe lung problems. The plaintiff alleges the pre-filled flush syringes were unsterile and contaminated and that they used the product without knowledge of any potential sterilization problems.